Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was prompting an error 2 when she was attempting to test her blood glucose. According to the ot ultra owner's manual, an error 2 could be caused either by a used test strip or a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 8am, the patient reported the alleged issue first occurred. The patient reported using no diabetes medications to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2012 at 10am she developed symptoms of feeling "shaky" however denied receiving any medical intervention in response to her symptoms. At the time of troubleshooting, the cca determined the patient was using the correct test strips, and the correct testing process. The cca noted there was no misuse of the product and this was the first time the meter had been used. When the reporter was prompted to press the power button, the error 2 did not occur. The reporter stated the test strip did not completely draw in the sample. The alleged issue was resolved with a retest. Replacement products were sent to the patient. The meter and test strips involved in this complaint were returned to lfs and evaluated by product analysis on (B)(4) 2012 respectively with the following findings: the test strips passed all testing with no faults found. The meter was found to have a low or dead battery. This complaint is being reported as an adverse event because the patient claims due to the alleged issue, she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
((B)(4) 2012) device evaluation: the meter and test strips involved in this complaint have been returned to lfs and evaluated by product analysis on (B)(4) 2012 respectively with the following findings: the meter and test strips have passed testing with no faults found, the complaint was not confirmed. However a secondary issue was found, unrelated to the complaint, the battery was found to be low or dead. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.